Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to the right cylinder had a small hole that allowed the fluid to leaked out. The entire device was removed and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.